Manufacturer narrative:
Physician name: (B)(6).

Event description:
It was reported that during a procedure, the video suddenly changed the direction of the fiber and the focus of the fiber, then when the pedal was pressed, the laser was directed forward. After the fiber was removed, it was found that the tip was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a procedure, the video suddenly changed the direction of the fiber and the focus of the fiber, then when the pedal was pressed, the laser was directed forward. After the fiber was removed, it was found that the tip was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the fiber tip identified a distal circumferential fracture. The fiber passed hene (helium-neon) laser fixture testing and connector segment verification testing, no damages were observed along the length of the fiber, and the forward firing test showed the output was below the threshold for potential patient harm. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed. According to the IFU, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for reported fiber tip break. Physician name: (B)(6).

Manufacturer narrative:
Physician name: (B)(6).

Event description:
It was reported that during a procedure, the video suddenly changed the direction of the fiber and the focus of the fiber, then when the pedal was pressed, the laser was directed forward. After the fiber was removed, it was found that the tip was broken. Patient and procedure outcome information was not reported.